Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can the results of the culture taken be shared?

Event description:
It was reported post-operative of a microwave ablation procedure, the patient experienced an abdominal abscess. The events were reported through an observational registry and was considered unlikely related to the device but could not be completely ruled out. The patient required a culture taken, aspiration drainage and drug therapy. The issue was resolved.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Additional information received: patient experienced hepatic abscess-enterobacter and enterococcus.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Additional information was requested and the following was obtained: adverse event term: death due to hcc progression. Cause of death -> progression of disease/hospice care, deceased (B)(6) 2022. Relationship to study device: not related. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2020. Additional information was requested, and the following was obtained: can the results of the culture taken be shared? Infectious disease was consulted secondary to abdominal fluid cultures +morganella morganii.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Additional information was obtained: adverse event term: hepatic abscess-enterobacter and enterococcus. Relationship to study device: not related. Relationship to primary study procedure: possible. Diagnostic intervention: yes. Diagnostic imaging: yes. Aspiration drainage: yes. Culture taken: yes. Drug therapy: yes. Observation: yes. Other: yes. If other specify: drainage catheter. Outcome: recovered/resolved.